Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: testing revealed a no output condition when programmed ddd bipolar pacing. The no output condition was the result of lifted hybrid bond wires.

Event description:
It was reported that there was undefined high impedance in both bipolar and unipolar, and no capture even at maximum outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.